Event description:
It was reported that this lead was explanted due to noise.

Manufacturer narrative:
The ICD and the lead under complaint were received for analysis. The ICD was interrogated, revealing the bos battery status. The device was implanted for 26 months and seven charging cycles were recorded in the devices memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the ventricular and farfield channels. Therefore a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The impedance measurement functions of the device were tested and proved to be fully functional. Upon receipt, the fragmented lead was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual inspection of the lead showed multiple abrasion marks along the lead body. In particular in the distal region of the distal lead fragment, the insulation was found rubbed through which can be considered the root cause of the clinical observation. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. The origin of the elevated stresses could not be determined based on the available details. The provided x-ray images gained no further information. The manufacturing processes for the lead and the ICD were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular and farfield channels. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of an ICD malfunction. The analysis did not reveal any sign of a material or manufacturing problem of these devices.